Manufacturer narrative:
Concomitant medical products: closed system spiros bag spike (ch10), manufactured by ICU medical. No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Patient information was requested but not provided.

Event description:
It was reported that chemotherapy paclitaxel 136mg/293.8ml was set to infuse over 1 hour through IV pump. The device was programed with a rate of 294ml/hr using the device's drug library software, but the volume was manually entered. The IV set was primed with normal saline. It was noted that the device alarmed "infusion complete" but there was approximately 30ml left in the IV bag. The rn manually entered a volume of 30ml on the device and restarted it to infuse the remaining medication. After this was completed, there was still fluid left in the bag. The rn repeated the process two more times adding another 15ml and another 8ml, resulting in total of 53ml volume added until infusion truly completed. There was no patient harm.